Event description:
It was reported that the homechoice was providing odd readings during use. The patient reported that their ultrafiltration (uf) readings were too low and their lost dwell times were too high. The technical service representative arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice evaluation is complete. An event history log review verified the reported low ultrafiltration reading. The device received a returned instrument testing evaluation (rite), which included functional and electrical testing of the device, and passed. No abnormalities related to the reported issue were identified during internal/external inspection. A check of the pneumatic system revealed all pressures were correct and stable. A short simulated therapy was performed with no issues noted. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. Although the ultrafiltration readings were verified in the event history logs, no nonconforming components were identified during sample analysis. The cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.